Event description:
It was reported that during a 0.8 sec/revolution CT scan, a patient's elbow penetrated the mylar scan window and contacted the rotating collimator, resulting in a fracture. The patient was comatose; in supine position with her arm (immobilized by adhesive tape) over her head. The customer told the field engineer (fe) that the patient moved and her elbow contacted the seam of the mylar scan window. After her elbow was hit by the collimator, her hand was rotated; fracturing her wrist. The scan window came apart from the gantry. Periodic maintenance was held 5 days before the incident. The fe confirmed that there was no malfunction of the scan window or fitting.

Manufacturer narrative:
The patient was in a coma and was examined for her neck and thoracic. The patient was supine and her arms were over her head, immobilized by adhesive tape. A first helical scan was completed without any issue; the reported event occurred during a second helical scan with contrast agent. The table movement was out from the gantry and the scan speed was 0.8 second. The patient moved suddenly and her left elbow touched a seam on the mylar window; her elbow then penetrated the scan window and was hit by rotating components. Her hand was rotated and her elbow and wrist were fractured. The mylar scan window was dislocated from the gantry, the open seam was peeled off, and a stainless steel band was deformed. A ge field service engineer (fse) found blood on the collimator and a film on the collimator had been contaminated. The mylar scan window was not returned to ge healthcare for examination. A ge healthcare fse had conducted preventive maintenance on the device 5 days before the event. He confirmed that there was no malfunction of the scan window or the fitting. The hospital declined to provide any further information about the reported event. Based on the information provided by the local field service team and the design of the scan window, it was determined that the scan window was displaced by more than 45n of force, which resulted in the patient's injury. Since the hospital did not provide detailed information or a scanned image, it was not possible to determine how the patient had been secured on the cradle. However, the conclusion is that the patient had not been properly secured on the cradle, which resulted in the reported injury. This is the only known instance of this issue involving an optima ct660 with the same root cause in the past 12 months. No adverse trend exists. Ge healthcare will continue to investigate and trend any future complaints for this issue. No further actions are planned at this time.